Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/ lot: (B)(4), description: linear 3-6 lead 70 cm.

Event description:
It was reported that the patient had a precision novi and linear lead explanted due to an infection at the ipg pocket site. The patient exhibited redness at the pocket site. The physician later reported that a residual suture at the pocket scar was not removed which resulted in the reported issue. Cultures were taken and showed staphylococcus aureus that was treated with cefazolin. The patient has recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm h3 other text : devices were discarded by facility.

Event description:
It was reported that the patient had a precision novi and linear lead explanted due to an infection at the ipg pocket site. The patient exhibited redness at the pocket site. The physician later reported that a residual suture at the pocket scar was not removed which resulted in the reported issue. Cultures were taken and showed staphylococcus aureus that was treated with cefazolin. The patient has recovered.